Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing gel was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing gel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during centrifugation with 6 bd vacutainer® sst¿ ii advance plus blood collection tubes gel was discovered to be missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the teacher in the clinical laboratory of the outpatient department of hospital found six 367955 without separation glue during centrifugation. After centrifugation, it was confirmed that there was no separation glue.